Event description:
The clinician reports the implant was inserted 2025-08-19 in ada 10. On 2025-12-09, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.